Manufacturer narrative:
The reported extended charge time was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prolonged charge time was observed. The device was explanted and replaced.